Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that there is no response event when battery changed.

Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on solder joint on interface board. We were unable to verify off no power anomaly due to blank display. The insulin pump was received with minor scratches on lcd window.